Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of imaging evaluation.

Event description:
On (B)(6), 2012, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2012, computed tomography scan revealed a distal type I endoleak off the left contralateral leg component. The physician indicated the endoleak was caused by compromised seal in the distal iliac artery due to the patient's large vessel diameter (measurement unavailable). No aneurysm enlargement was reported. On (B)(6), 2012, the patient was implanted with a gore aortic extender component to treat the distal type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.